Manufacturer narrative:
Additional information (09/19/2013): a siemens global product support (gps) specialist contacted the customer. The customer confirmed with gps that the controls were in range when the patient sample was tested and all other assays were running without problems. Based on the information provided by the customer a siemens field service engineer (fse) was not dispatched to the customer site at the time of the incident. The fse was dispatched for another event called in by the customer. The fse evaluated the instrument and no instrument malfunction could be detected. The fse decontaminated the instrument as a preventative measure. On 9/12/2013, gps contacted the customer site and was told of two more falsely positive samples on the immulite instrument (no results provided). The results on the sample were negative when tested on an alternate platform. There were no obvious sample handling errors or instrument issues that could be identified. Siemens healthcare diagnostics has decided to replace the immulite instrument. The cause of the falsely positive troponin result on the patient sample is unknown.

Manufacturer narrative:
The initial MDR 2247117-2013-00096 was filed on september 12, 2013. Follow up #1 was filed on september 20, 2013. Upon further investigation this was concluded to be an issue with the immulite/immulite 1000 turbo troponin 1 assay. Additional information (10/24/14): siemens has confirmed that the immulite/immulite 1000 turbo troponin 1 reagent kit lots 319, 321, 322, 323 demonstrate an increased frequency of 2-7% in the number of falsely elevated troponin values in patient samples above the 99th percentile claim of >0.30 ng/ml (¿g/l), as published in the instructions for use (IFU). Quality control is unlikely to detect this issue. This issue only impacts the immulite/immulite 1000 turbo troponin I assay. Siemens is investigating the root cause of the falsely elevated troponin values. An urgent field safety notice (B)(4) was sent to ous customers in october of 2014. The ufsn recommends that customers transition to an alternate troponin assay. Customers are also requested to discontinue and discard any kit lots listed above, review the ufsn with their medical director.

Event description:
Discordant falsely positive turbo troponin results were obtained on one patient sample on an immulite instrument. The sample was repeated immediately after the initial result and the value was positive again. The sample was then repeated two more times and the results were comparable to the original and repeat results. The last two repeat results obtained were reported to the physician(s). Based on the results the patient was sent to another hospital for coronary angiography and cardiac catheterization. No signs for myocardial infarction with normal coronary arteries (minca) was found. As a result the patient sample was tested on an alternate platform for troponin and the result was negative. Quality control was within acceptable specifications on the day sample was run and there were no issues with any other assays. It is unknown if the result of the patient sample on the alternate platform was reported to the physician(s).

Manufacturer narrative:
A siemens global product support (gps) specialist has requested additional information from the customer site. The cause of the falsely positive troponin result on the immulite instrument is unknown. Siemens is investigating the issue.